Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as a skin tear from the lifevest digging into the patient under their arm where the pad comes around, and it was bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended not to wear the lifevest for the open wound to heal. Follow up indicated that the open wound improved.

Manufacturer narrative:
Biocompatibility testing to iso (B)(6) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.